Manufacturer narrative:
Additional data: d4 (lot), d6b, g1 (manufacturing site). Corrected data: b2, d9, g1, h3, h6. Pump was returned for evaluation following explant. Visual inspection of the pump's exterior did not show any anomalies. An investigation confirmed an issue with the pump's ability to communicate with clinician. The programmer was unable to inquire or program the pump. An analysis of the internal components confirmed an issue with the battery. The battery was at end of life (eol) when received. Memory in the pump was lost. The module was tested and verified to be functional. A review of the DHR confirmed that the pump was functioning in the field for approximately 5 years. The cause of the pump failure has been determined to be the eol battery. The battery life while it was assembled in the pump was much shorter than anticipated. An analysis of the module and solder connections did not identify any defects which may have caused the battery to drain at faster rate than expected. The cause of eol battery is unknown and may be due to a component defect within the battery. Internal complaint #: (B)(4).

Manufacturer narrative:
Internal complaint number: complaint (B)(4).

Event description:
It was reported that the patient was experiencing increased spasticity. An inquiry of the pump displayed an error code which could not be cleared. The patient was provided oral medication.